Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pcb board had failed, causing the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming no flow as expected. They stated that it failed to alarm. When the pump was returned to mmd, the no flow alarms operated as expected, but the load set alarm failed. Mmd did follow up with the initial reporter and they stated that the complaint occurred during testing and had no effect on a patient. They stated that they did not have any additional information. (B)(4).